Event description:
The pump was returned for investigation. Investigation revealed dislodged pins on the force sensor assembly. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box revealed multiple loss of prime warnings recorded on the date of the reported failure. On testing, the pump powered on normally. An ez-prime operation was successfully executed. The pump was exercised for 24 hours without experiencing any no prime or alarms. The force sensor was tested and found to be within specification. The pump was opened for investigation and revealed the force sensor pins to be partially lifted out of place and dislodged from the printed circuit board socket. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.